Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05244. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a wind sock. A 24mm watchman ® laa closure device (wds) was advanced through a watchman ® access system (was). The closure device was deployed, but was too proximal. Therefore, it was fully recaptured and removed. A 27mm wds was advanced and the closure device was deployed, but it was also too proximal, so it was fully recaptured and removed. Another 24mm wds was advanced and deployed. The was deep seated in the laa prior to the deployment of the device. Immediately after the deployment of this device, a pericardial effusion with tamponade occurred. A pericardiocentesis was performed. The patient was stabilized and recovered well.